Event description:
The physician was having difficulty with programming. The pump was initially programmed as marcain 16,500.0 mg/ml at 18,998 mg/day; the intent was marcain 16.5 mg/ml at 18.998 mg/day. The morfin was initially programmed as 3,500.0 mg/ml at 4,029.9 mg/day; the intent was morfin 3.5 mg/ml at 4.0299 mg/day. Upon completion, the programming did not look right to the physician, so the physician reprogrammed the pump with the intended values. There was no harm or injury to the patient.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).